Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field or septic technique. There is no history of cycler malfunction; a possible cassette leak may have caused a break in the sterile field. The patient continues pd treatment on replacement cycler without any further issues. The actual device was returned for evaluation and determined to be functioning according to product specifications. There was dried fluid inside under the mushroom heads and within the recess of the bottom cover adjacent to the pump. The cycler passed a mushroom head check. The stimulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the stimulated treatment. No fluid leaks in the test cassette. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) nurse reported fluid leaking at the end of pd treatment for 3 nights on (B)(6) 2012 on the liberty cycler. The patient stated that he had a fever and cloudy effluent on (B)(6) 2012. The patient was seen in the clinic, labs were drawn, and the patient was diagnosed with peritonitis. The patient received antibiotics. The cycler was replaced.